Event description:
Pt with barrett's esophagus treated with focal rfa. Pt was taking fish oil for platelet inhibition at that time, which was not known at that time. Developed bleeding five days after treatment from the gastroesophageal junction, treated with epinephrine injection. This area was dilated 1 month later for narrowing. The pt has had no further issues.